Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, "introduction," lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was stated to be hypoxic respiratory arrest with corresponding cardiac arrest mechanism of hypoxic respiratory unclear. The death was not considered to be device related and device was stated to have operated as expected.